Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a leak in the control unit of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was a gap in the adhesive at the distal end, and the adhesive around the lighting lens had peeled off. This report is being submitted for the adhesive gap/adhesive peeled off, found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found a leak in the control grip section of the device. In addition, service observed dirt/residue on the objective lens that was difficult to remove. The displayed image was foggy. A leak was observed at the tip of the scope case. The air/water nozzle was deformed. The bending angulation was lacking due to stretching of the angle wire. Due to stretching of the angle wire, the play of the angle knob was out of specification. The tube was crushed in the bending section. The insertion tube had wrinkling. The light guide lens was chipped. The rubber adhesive was cracked. The scope connector demonstrated fluid ingress. The suction cylinder paint was peeling. Scratches were observed on the tip body, insertion tube, tip cover, control unit, boot, switch box, control body, up/down knob, up/down angle lock, right/left knob, right/left angle lock, forceps stopper, universal cord, the operating side of the universal cord, scope connector side of the universal cord, and scope connector. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.